Event description:
It is reported that patient underwent total right hip replacement in 2002. Post op, the device dislocated in 2005, 2006 and 2007. The patient was revised 2007, wherein polyethylene debris and dislocation were noted.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete. A check of the manufacturing documents of the mentioned lot did not show any deviations of the specifications.